Event description:
Information was received based on review of a journal article titled, "dual mobility acetabular component in revision total hip arthroplasty for persistent dislocation: no dislocations in 50 hips (49 patients, 10 male & 39 female) after 1-5 years¿ which followed forty-nine patients and fifty hips. The article concluded that the survival after 56 months was 100% based on dislocation and 93% based on re-revision for any reason. At final follow-up, three of the hips revised with a dual mobility cup had been re-revised. This report is being filed for the third revision case, whereby, it was reported that the patient underwent an initial tha, total hip arthroplasty, on an unknown date. Subsequently, the patient underwent a revision on the same day due to loosening of the uncemented cup and was revised to a cemented cup.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.